Manufacturer narrative:
Concomitant product: product ID: 3387-40, lot# j0405899v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient got a cut on her scalp over where the lead wires were coming out of her brain. The patient was hospitalized and needed plastic surgery. Additional information has been requested regarding confirmation of notification date / initial reporter, cause and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up from the patient via a manufacturer representative (rep) reported that the patient fell in early october and opened up an area on the right side of her head exposing the wire. She underwent plastic surgery in (B)(6) to repair the area.